Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. Reportedly, the customer was fairly confident that they tapped resume insulin. Review of t:connect pump data confirmed that the user did not resume insulin after completing the load process. The user resumed insulin delivery after clearing the alarm. The user's blood glucose (bg) level was 290 mg/dl and the user addressed bg level with a bolus via the pump.